Manufacturer narrative:
The accounts maintenance cleaned the corrosion off the air board to repair the bed.

Event description:
The accounts maintenance alleged the air circuit board is corroded due to fluid ingress. He stated the air compressor is constantly running and he replaced the mattress but the problem remained.